Event description:
Customer reported damage to pump housing, including usb area, which may have been causing cartridge alarm issues. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the damage might be the reason for the alarms, leading to pump replacement; the customer acknowledged this information. Cts to replace pump. Customer will continue to use current pump.